Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4). .

Event description:
It was reported that this right atrial (ra) lead was left capped due to dislodgement. The patient underwent surgical intervention for a coronary artery bypass, and the lead dislodged, causing loss of capture and pacing not delivered when required. Another lead was implanted, and the issue was solved. No additional adverse patient effects were reported.